Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was shutting off during charging. In this state the device may not be able to deliver defibrillation therapy if needed. The issue was patient involved, however, no adverse consequences were reported.

Manufacturer narrative:
Stryker evaluated the device and the issue was able to be verified by data in the keylogs but was not able to be duplicated. Root cause was unable to be determined. The battery terminals were replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device was shutting off during charging. In this state the device may not be able to deliver defibrillation therapy if needed. The issue was patient involved, however, no adverse consequences were reported.